Event description:
It was reported that during preparation of the fox sv dilatation catheter, the device shaft was noted to be separated at the hub. The device was not used and there was no patient involvement. There was no clinically significant delay. Dilatation was completed with a second fox sv dilatation catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.